Manufacturer narrative:
Eval summary: device within specification, proximal segment returned. Response received from the rm indicated the pt did not expire at the hosp and that no further info will be pursued. 1/26/98 6485.

Event description:
Add'l info received from attorney (april 1998) indicated "we believe there was a defect in the lead."